Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user stated that sometimes the skin will crack and occasionally bleed. He reports dry skin under the wafers mass. He reports that he has had dry skin for most of his life. Since he had an ileostomy he is unable to apply any lotion or cream under the wafer. This will interfere with the wear time. He is applying stomahesive powder and protective skin barriers. He did not have the lot number. Product use and skin care instructions provided.